Event description:
It was reported a lead diagnostic was performed and low impedances were confirmed on the left lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the left lead was reinserted into the ipg to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.